Event description:
Customer reported with an issue of "brownish water leaks from the scoping tip" . The issue occurred during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject was received and evaluated. Device inspection and evaluation found an air leak has occurred in the forceps channel. Liquid leak observed in the ud plate (up/down) , lg (light guide) bundle , universal cord and operation unit. Insufficient angle was observed and the insertion part was noted to be crushed along with universal cord . Scratched was found on video cable and universal cord. Below are investigations by the legal manufacturer: the root cause of the event could not be identified. Probable cause: this event may have occurred because the water turned brown due to the substance that entered from the location where the air leak occurred in the forceps channel, but it was not possible to determine the cause of the air leak in the forceps channel. A review of the device history record found the subject device was shipped in accordance with specifications. Review of service history record: device repair history, on december 5, 2018,- the following repair performed for curved tube (crushed, insufficient angle), a rubber (pin hole), operation part (main body / grip cover / ud plate liquid leak), universal cord / lg bundle (liquid leak), it was confirmed that the ns unit (forceps channel insertion failure) was replaced. (Repair request no.nlrhfv89). Review of IFU (instruction for use) : visera bladder renal pelvis video scope cyf-va2. For safe use. If the result of the water leakage test shows continuous bubbles, discontinue use. If water enters the inside of the endoscope through the hole and the internal circuit is short-circuited, it may lead to the failure of the switch or ccd. Chapter 7 cleaning, disinfection and sterilization procedures if air bubbles continuously come out of the endoscope during the water leak test, water may enter from that point. If air bubbles appear continuously, pull the endoscope out of the water and contact the endoscope customer service center, our designated service center, our branch office, or our sales office. Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.